Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During the procedure, when est was tried to perform, the cutting wire of the stonetome broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.